Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up with device exhibiting multiple episodes of non-sustained lead noise due to myopotential oversensing. Reprogramming was recommended. The physician chose to monitor the device and patient routinely.